Manufacturer narrative:
The device was returned to mmdg for evaluation, and was subjected to an analysis of its internal data log, visual inspection, mechanical evaluation, and volumetric accuracy testing. The device was found to deliver outside mmdg's established non-reportability threshold. During the review of the pump history, it was noted that the pump had not been used in more than four years, and that preventative maintenance had not been done properly. The pump fingers became worn out, and without proper maintenance were not replaced, and this caused the under infusion. The device was returned and repaired.

Event description:
The initial reporter stated that the pump was not infusing properly. They also stated that "there was a note on the pump stating that it didn't infuse properly" but that they have no further information. The observation was made during testing, and no patient was involved. (B)(4).